Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019, the patient¿s mother stated that the cgm had shown a sensor value of about 4 mmol/l at night and in the morning. The bg reading was low, however it was not specified when this reading was taken. Before breakfast the sensor value was okay, but just before breakfast the patient became ¿strange¿ (no specific symptoms reported). They were able to give him carbohydrates, but shortly after he got cramps and the parents called for an ambulance. When the ambulance arrived, the child was conscious. No intervention was provided by the ambulance staff except checking the patient¿s status; he was not hospitalized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.